Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. One (1) sample was returned for the investigation of this complaint. The returned sample has been activated and removed from the cannula hub. The safety mechanism was activated properly. There is no sign of damage on the cannula hub. No visual damage or defect was seen on the returned sample. Hence the non-conformance could not be determined. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that when removing the needle from a bd venflon¿ pro safety peripheral safety IV catheter, the safety mechanism gets stuck at the hub. There was no report of injury or medical interventions.